Manufacturer narrative:
On 9/17/2019, the initial report was submitted and mistakenly omitted that the device was returned for analysis. Below is the corrected information: on 9/13/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware that the incorrect product return status was erroneously indicated in the supplemental report sent on 10/10/2019. The product, as stated in the initial report submitted on 9/17/2019, was discarded. However, mentor received a photograph of the complaint device. Based on the received photograph, the product investigation was completed on 10/28/2019. Device investigation summary: upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 250cc mentor memorygel breast implant (catalog number 3502504, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation with a 250cc mentor memorygel breast implant and experienced postoperative left-sided rupture. The rupture was discovered during a breast revision surgery on (B)(6) 2019, during which the impacted device was explanted.